Event description:
Attorney reported: 2003 - a kugel mesh was used to repair patient's hernia defect. Patient suffered severe persistent abdominal pain, which was accompanied by abdominal distention and abdominal tenderness. In 2007 - due to patient aforesaid condition, the kugel mesh was removed. Physicians determined that the previously placed mesh had adhered to the bowel. After surgeons meticulously dissected free the kugel mesh from the bowel, they discovered two areas of perforations of the small bowel. A total of about four feet of the patient's bowel was ischemia. Physicians freed out some of the adhesions and bedrided a fair amount of necrotic and nonviable tissue.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We will submit a follow up report when/if product is returned for evaluation or additional information becomes available.